Event description:
Dealer stated that the seat upholstery holes on a ta4 wheelchair are stripped where the upholstery attaches to the frame. Screws are falling out, not allowing the seat upholstery to stay in place.